Event description:
A facility reported a disposable forceps ((B)(4)) sparked and charred when physician tested them prior to use. A 5-10 minutes delay was noted and no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The disposable forceps (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 9009100st with lot 5902192, conformed to the specifications when released to stock. Failure analysis - a visual inspection showed one tip was damaged with signs of charring. A fluke multimeter was used to test the tips continuity. One tip passed the continuity test but the charred tip did not pass. The complaint condition is confirmed. The possible root cause could come from an error of use as indicated on the IFU (instructions for use): do not exceed 24 watts (80 malis units) or 450 volts peak to peak in coag mode. Failure to observe mode and setting warnings may reduce efficacy of non-stick performance, result in unintended burns, and/or cause failure of device insulations.

Event description:
N/a.